Manufacturer narrative:
(B)(4). Batch # r92f8j. Investigation summary: the device was returned with no apparent damage. The device was connected and tested on a gen11. During functional testing, the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. Also during functional testing, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. Then the instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. It was also found that there was a broken internal component, the y-link and the lever link pin was missing. This rendered the clamp arm nonfunctional. No conclusion could be made as to how the component was damaged and no conclusion could be made regarding what caused the issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the jaws became not to close properly in six hours. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.